Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer's blood glucose (bg) level was 329 mg/dl and it was addressed with a bolus. Reportedly, the customer ate toast and suspected that this contributed to the elevated bg level. Also, it was reported that a malfunction alarm occurred and that this issue did not impact the customer's blood glucose level. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was noted that the customer would continue to use the pump until replacement pump is received.